Manufacturer narrative:
Button error alarm and intermittent button press due to corroded keypad trace. The insulin pump was tested with a test keypad and no frozen screen noted.

Event description:
The customer reported that the insulin pump had a frozen display and the buttons were unresponsive. Troubleshooting was performed. Reviewed the alarm history and found a low blood glucose alert. The customer stated that the buttons did not respond after the battery change. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the display was still frozen. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.